Event description:
It was reported that a spectrum infusion pump had an intermittent "upstream occlusion" alarm. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "intermittent 'upstream occlusion' alarms", determined to the caused by a failed ultrasonic sensor. The eval found that the device had low ultrasonic readings with a fluid filled tube, making the device more sensitive to false "upstream occlusion" alarms. The failed ultrasonic sensor was replaced